Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no product will be returned.

Event description:
It was reported that the following issue was observed on the device: "broken door." Additional notes provided by the facility¿s clinical engineering support services include: "the top hinge of the door was broken, so I replaced the broken door with a new one. The upstream and downstream pressure sensors were out of the proper voltage range, so I replaced them both. I had to do this twice; when I switched them out the first time I got a check IV set error. Putting in a second new set fixed that problem. I recalibrated the unit, and ran it through all of its pm tests, with no issues." Reported problem cause description: "mechanical - electrical." There was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿